Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient fell ill almost immediately after ingestion of the capsule. The patient complained of suddenly being very weak so they took the patient's blood pressure and it was very low, so the physician advised them to take the patient to the ER right away to determine what was going on. The situation eventually resolved without sequelae. The patient was an elderly who underwent capsule endoscopy due to anemia. They assumed that the patient may have had vasovagal reaction after ingesting the capsule and thought that the anemia may have played a role in it as well. The patient eventually felt fine.